Event description:
It was reported that the patient was referred for replacement due to the vns reaching end of service, or eos. However, the patient did not undergo replacement surgery until approximately six years later. The explanted generator was received by the manufacturer. Generator product analysis was completed. The pulse generator ¿as received¿ prior to decontamination would not interrogate. The pulse generator case was removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 0.010 volts, confirming an eos condition. Results show that the pcba failed several electrical tests. Based on the observed results using the generator bread board, the microprocessor is the cause for the atypical start-up current, which resulted in electrical failures on the postburn electrical test. The cause for the microprocessor malfunction was not determined. No additional relevant information has been received to date.